Manufacturer narrative:
The serial number is unknown at this time.

Event description:
Information was received indicating that while in use, a smiths medical cadd ms3 pump was vibrating and displayed alert. The reporter indicated that patient stated he changed the battery and is also not sure if the remodulin is infusing or not. It was also reported that the pump indicated that 0ml volume was left in it but there was medication in the tubing still infusing. Subsequently the patient was instructed to redo setup with new full syringe cartridge and tubing. The patient also had a backup pump to continue infusion. No patient consequences were reported. No adverse effects were reported.